Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08750 inches. Unit received with partially broken off reservoir tube lip and battery tube threads. Device received with missing reservoir tube lip o-ring. However, the p-cap / reservoir locked properly. The drive support was inspected and no anomaly was noted. Device received with cracked case at reservoir tube window and reservoir tube window corners. Device received with minor scratched display window and case. Device received with missing end cap sticker. Device received with stained back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 22 to 27 mg/dl at the time of the incident. The customer had a car accident during the low. The customer was at 297 mg/dl at the time of the call. The customer used candy and food and was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump drive support cap was flush. Troubleshooting was completed and the issue was not resolved. The insulin pump will be returned for analysis.